Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer's blood glucose level was 450 mg/dl. Customer administered a manual injection to address bg and went to the emergency room with small ketones. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.